Manufacturer narrative:
It was reported in the initial medwatch report that the date the device returned to manufacturer was aug 16, 2016. Please note that the correct date was nov 16, 2016. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the crani-a attachment device had damaged bearings. During service and evaluation, it was observed that the crani-a attachment device ball bearing had fallen apart, balls were missing and the cage was not available, and the crani bracket was damaged. It was also noted that the device failed pre-repair diagnostic tests for visual assessment and cutter insertion. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition the device had damaged bearings was confirmed. An assessment was performed on the device which found that the device failed cutter insertion test (due worn out bearings). During repair it was observed that the worn out/damaged bearings caused the device to fail cutter insertion. It was determined that this condition was due to normal wear over time. It was further observed that the neuro tip was drilled. It was determined that the cause of the drilled neuro tip was due to a failure to follow the directions for use (dfu). When the burr is improperly loaded into the attachment and then installed onto the drill, the burr does not seat properly in the locking chamber. The attachment can be forced into position which places the distal tip of the burr in compression. At this point, the tip of the burr is in direct contact with the neuro tip of the attachment. When the drill is started, the burr drills into or through the neuro tip. The assignable root cause of the component damage was determined to be due to user error, abuse and /or misuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.